Event description:
The exact date of this event is not known nor are any details provided about the pts or procedures involving the use of this device. Based on the size of the et tube identified by the doctor, the pt would be considered a child. In this incident report, the doctor reports on her experience with multiple uses of the microcuff et tube of this size. The doctor provided the following report to a kimberly-clark sales representative in 2007, "the pediatric microcuff et tubes are kinking when attached to a heated wire circuit for more than 45 minutes." There was no report of pt injury. Kimberly-clark has no independent knowledge of the event reported above but is relaying the info that was provided by the facility where the incident occurred. This product incident is documented in the kimberly clark complaint database and identified.

Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation nor was a lot number provided therefore, a review of the device history record was not possible. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action.